Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer reported that she saw insulin out of the reservoir exposing the reservoir compartment. The customer reported fluid in the reservoir compartment. After troubleshooting, the customer was advised to disconnect from the insulin pump and to remove the reservoir. The customer was advised to dry the reservoir and reprogram the insulin pump. The customer was advised to monitor the pump and was able to use another reservoir. The reservoir will not be returned for analysis.